Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported. The clinical representative indicated that the plant is to continue monitoring the patient. This rv lead remains in service.